Event description:
Pt was revised to address painful hardware.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the reported part and lot number combinations. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.